Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side "deflation".

Event description:
Healthcare professional reported left side "deflation". Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, yellow particles in the surface of the shell, wear abrasion and opening. A microscopic analysis was performed which identify opening sharp in the posterior. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a sharp opening on posterior side as to an unidentified (tear) opening.